Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid endoscope black plug on the working element popped off during a therapeutic transurethral resection of the prostate. There were no reports of patient harm.